Manufacturer narrative:
(B)(4). The customer indicated the affected product would be returned; however, it has not been received. A f/u report will be submitted with investigation results should the product be received for eval.

Event description:
The customer reported a check valve failure. The nurse started zosyn secondary infusion on a pt in the sicu and noticed right away the secondary flowed into primary bag. The customer reported there was no pt harm or medical intervention required. No add'l pt or event details were reported.